Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent symptomatic hypoglycemia while using the ilet pump, with multiple daytime low glucose episodes and a nadir around 30 mg/dl, and the family expressed concern that the pump or infusion site could be delivering excess insulin; intranasal glucagon was administered for rescue, and a recent syncopal event was described. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention with medication required. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.